Event description:
Information was received that a smiths medical cadd-legacy pump failed accuracy +6.55%. No patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received for investigation. The event history log was reviewed and there was no evidence of the reported inaccuracy issue. Three separate delivery accuracy tests were performed and the reported inaccuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. It was recommend that the expulsor assembly be replaced as a preventative measure since the device is new and under warranty.